Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Outcomes attributed to adverse event: date of event, concomitant medical products: estimated date. The device will not be returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional patient effects and device malfunctions referenced are filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying proglide relative to transcatheter aortic valve replacement procedures using the pre-close technique in 124 patients resulting in some patients experiencing: in-hospital mortality, access site hematoma, bleeding at the arteriotomy site, manual compression required, use of a second device, use of an angio-seal to obtain adequate and timely hemostasis, unspecified device failure. Specific patient information is documented as unknown. Details are listed in the attached article, titled "propensity-matched comparison of large-bore access closure in transcatheter aortic valve replacement using manta versus perclose: a real-world experience".